Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02499, 0001825034-2020-02500, 0001825034-2020-02501, and 0001825034-2020-02503. Medical devices: series a pat std 37 3 peg catalog#: 184768 lot#: 393640, vgxp intlk femoral rt 67.5 catalog#: 195911 lot#: 244330, vgxp xp inlk pri tib tray 69mm catalog#: 195754 lot#: 322420, vgxp xp e1 tib brg rm 14x71 catalog#: 195854 lot#: 710440, palacos r 1x40 single catalog#: 00111214001 lot#: 710440. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing knee pain four and half years post implantation. No revision procedure has been reported. Attempts have been made and no further information has been provided.